Event description:
The customer's mother reported that there was a no delivery alarm. The blood glucose reading was not known. The no delivery alarm was explained to her. Troubleshooting was not performed because the insulin pump was not available at the time. The customer's mother was advised to monitor the unit. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.